Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient implanted this subcutaneous implantable cardioverter defibrillator (s-ICD) had two episodes where they received a total of ten shocks for a dual tachyarrhythmia. Both events started as a supraventricular tachycardia (svt)/atrial fibrillation (af) with rapid ventricular response with rates reaching the shock zone but the ventricular tachycardia (vt) presents and the patient receives therapy. The high rates remain due to the svt/af while the patient was continuing to have runs of vt. Attempts to save the episodes for analysis were prevented by a programmer restart. After rebooting the programmer, the device could not be interrogated. A magnet was applied to the device and audible tones could be heard. Boston scientific technical services (ts) advised performing a 60-60 reset and afterward the device was successfully interrogated. Ts requested a copy of the device data for analysis. Data analysis identified that there was environmental radio frequency noise exceeding the threshold which contributed to telemetry issues.